Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative clarified that there were no malfunctions with the blade.

Manufacturer narrative:
Patient information was unavailable. One nipt instrument was returned to medtronic for evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. When connected to a known good system the returned tracker was recognized but would not track, returning only red status. A check of the em interface revealed dead coils for #2 and #3. Analysis determined there was an electrical failure with the returned nipt. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a functional endoscopic sinus surgery (fess). It was reported that after registration was completed, a recognition failure of the non-invasive patient tracker (nipt) was confirmed. After a new nipt was unpacked to replace the first nipt, registration was completed again. During the procedure, however, a recognition failure recurred with the new nipt. The site opted to complete the procedure without using the navigation system. There was no delay to the case due to this issue, and there was no impact on patient outcome. It was also noted that a separate instrument tracker was unpacked but was unable to be used. Furthermore, a rotatable quadcut blade was also unpacked but was unable to be used. The site discarded one nipt, the blade, and the instrument tracker because blood was adhered onto these products.